Manufacturer narrative:
Citation: vasu n et al. Infolding of self expanding valve due to loss of nitinol memory during transcatheter aortic valve implantation. Eurointervention 2020; jaa-750 2020. Doi: 10.4244/eij-d-20-00204. Online publication date: (B)(6) 2020. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a literature case report regarding a (B)(6)-year-old male patient who underwent transcatheter aortic valve implantation with a 34 mm medtronic evolut r transcatheter bioprosthetic valve (serial number not provided). During the procedure, the valve was recaptured twice due to unsatisfactory positioning. The valve was fully deployed on the third positioning attempt. Following valve deployment, the patient went into cardiac arrest and cardiopulmonary resuscitation was initiated. It was reported that when the valve was 85% deployed infolding of the valve frame was observed on fluoroscopy but was initially unnoticed by the heart team. Per the physician/author, the under-expanded valve frame caused the valve¿s leaflets to be non-functioning which lead to cardiac arrest. Subsequently, a balloon aortic valvuloplasty was performed with a 25 x 50 mm non-medtronic balloon that completely expanded the valve and spontaneous circulation returned. After the procedure, fluoroscopy confirmed optimal expansion of the valve frame. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that "infolding of a large evolut r valve is attributable to the loss of nitinol property when it is exposed to human core body temperature for a long time." Additional information received from the physician/author also confirmed the patient's weight, the valve serial number, and that the valve is still implanted in the patient. Updated data: a.4 - added the patient weight d.4 - added the device model #, catalog #, expiration date, serial #, and unique identifier (UDI) # h.6 - updated eval code method a review of the medtronic global complaint handling database with the provided device identifier serial number confirmed these observations have not been previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.